Event description:
Senseonics was made aware of an incident where the customer received frequent "no sensor detected" alerts and it was determined that the sensor might have been inserted too deep. The customer was advised to contact their hcp for sensor removal.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. A subcutaneous pocket of 3mm - 5mm deep will be created under the skin and the sensor will be inserted in this pocket. If the insertion pocket is too deep and if the sensor is inserted, this would result in inconsistent or weaker connection with the transmitter, affecting the normal functioning. In this incident, it was determined that the sensor was inserted deeper than usual resulting in frequent "no sensor detected" alerts the customer was advised to consult with the hcp about sensor removal and replacement. In accordance with the national policy of replacement, the distributor (B)(4) approved a sensor replacement. This incident does not require any further investigation.